Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. A new cartridge was loaded and insulin delivery was resumed. Customer¿s blood glucose level was 350 mg/dl.